Event description:
The physician was treating a patient for removal of unwanted tissue (fish bone covered over with granulomatous tissue) in the right lung. Prior to the application of cryo, the physician attempted to remove the foreign body with forceps, but was unsuccessful due to the softness of the tissue. The tissue was then frozen with cryospray and the tissue was removed easily. Following the procedure, patient was asymptomatic for a pneumothorax ; however a standard post-procedure CT scan/x-ray (source documents unclear as to which) revealed a pneumothorax. The patient was observed for a few hours and had a repeat CT scan (or x-ray) taken before being discharged. The repeat CT scan indicated that the pneumothorax appeared to be self-resolving and the patient was sent home. The patient was never admitted to the hospital.

Manufacturer narrative:
The cryospray ablations system is a cryosurgical tool used to destroy unwanted tissue via the application of liquid nitrogen. Initial information from the physician indicated that the patient experienced a pneumothorax following the bronchoscopy & cryotherapy treatment. The physician was treating a patient for removal of unwanted tissue (fish bone covered with granulomatous tissue) in the right lung. Our investigation revealed that the patient has aspirated two foreign bodies previously due to an abnormal swallowing mechanism, but had no other significant pre-existing medical conditions. The patient tolerated the treatment well with no symptoms or pain. Following the procedure, the patient was asymptomatic for a pneumothorax; however a standard post-procedure, CT scan/x-ray revealed a pneumothorax (non-tension). The patient was observed in the hospital for a few (4-5) hours and had a repeat CT scan/x-ray taken before discharged. The repeat CT scan indicated that the pneumothorax appeared to be self-resolving. The patient was never hospitalized and was sent home. Csa personnel evaluated the console and found it to be operating within specifications. The physician used the device according to the general indications for use. Although a pneumothorax can potentially contribute to a life threatening situation if it is a tension pneumothorax, both the attending physician and an independent pulmonologist determined that this event was not a tension pneumothorax and thus, not life threatening.